Event description:
It was reported that the ventilator failed flow transducer and pressure transducer tests during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the air gas module was replaced. No goods has been received for further investigations. The received device log files only contain information newer than the event date and could not confirm the reported problem. If a gas module fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviates from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation and during pre-use check, present fault will be detected. As no goods was returned for investigation, the cause of the reported failure could not be determined.

Event description:
Manufacturer ref.#: (B)(4).